Event description:
The customer reported failure to raise the forceps. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the lighting lens was peeled off and there was foreign material in the nozzle. This report is being submitted for the malfunctions found during device evaluation (adhesive peeling off and foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the adhesive part of the lighting lens was found to be peeled off due to handling. In addition to foreign material in nozzle, service found the bending angle was out of specification due to wear of the angulation wire, the control section was damaged, the control section was discolored, and the forceps plug cap was scraped off. Scratches were observed on the tip body, the insertion tube, the control section, the tip cover, the switch button #2, the switch box, the up/down knob, the up down angle fixing lever, the right/left knob, the right left angle fixing knob, the control section cover, the grip, the universal cord, the scope connector side of the universal cord, and the scope connector due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive of the light guide lens was peeling due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Additionally, it¿s likely the foreign material adhering inside the nozzle was due to inappropriate/insufficient reprocessing or handling. The root cause of the foreign material adhering inside the nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.